Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks. Further review was performed and the shocks appeared to be inappropriate and due to sinus tachycardia. Therapy was exhausted due to the multiple inappropriate shocks delivered. Reprogramming options were discussed and this implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.